Manufacturer narrative:
If implanted, give date: not applicable, as the lens was partially inserted and removed. If explanted, give date: not applicable, as the lens was not implanted; therefore, not explanted. (B)(4) incision enlargement. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a za9003 23.5 diopter intraocular lens (iol) was removed and replaced due to a capsule break. Through follow-up it was learned that the capsule break was not a product issue, but rather a patient anatomy issue. Lens was cut in order to be removed. Incision was enlarged and sutures required. Vitrectomy was also required and lens was replaced with an anterior chamber (ac) lens. Patient was fine post-op. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was returned to the manufacturer. Device inspection was performed and the lens was observed without the haptic. Visual inspection at 10x microscope magnification was performed and cosmetic damages (scratches) were observed on the optic zone that could be related to the removal process mentioned on the initial report. The reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. A search on complaints revealed no additional complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.